Manufacturer narrative:
(B)(4).

Event description:
The customer states that they calibrate tests on the e411 analyzer weekly. On (B)(6) 2016, all assays were calibrated and calibrations passed. Controls were also within range. On the night of (B)(6) 2016, daily maintenance was performed on the analyzer. Controls were run after the maintenance was performed and these were outside of range for all assays. The customer stated that control recovery had dropped for all tests since the last calibrations had been performed. The customer re-calibrated the tests on (B)(6) 2016 and stated that she was having trouble calibrating a standby pack for the troponin t stat (short turn around time) - tnt stat test. The customer stated that she tried calibrating this pack three times. The in use pack was calibrated and controls were within range. After checking calibration data from (B)(6) 2016, the customer noticed that calibration signal recovery for all assays had dropped on that particular day. The customer stated that she pulled all patient samples that were tested between (B)(6) 2016 and the calibration performed on (B)(6) 2016. These samples were repeated. Results were questioned for a total of 9 patient samples tested for thyrotropin (tsh), free thyroxine (ft4), and tnt stat. Of the 9 samples, two samples from the same patient had erroneous results for tnt stat. No erroneous results were reported outside of the laboratory for these samples. The first patient sample initially resulted as 0.025 ng/ml on (B)(6) 2016 and this value was reported outside of the laboratory. The initial result was believed to be the correct value and was said to match the clinical picture of the patient. The sample was repeated on (B)(6) 2016, resulting as < 0.01 ng/ml. The second patient sample initially resulted as 0.05 ng/ml on (B)(6) 2016 and this value was reported outside of the laboratory. The initial result was believed to be the correct value and was said to match the clinical picture of the patient. The sample was repeated on (B)(6) 2016, resulting as 0.04 ng/ml. The patient was not adversely affected. The tnt stat reagent lot number was 12538801, with an expiration date of 01/31/2017. The customer was asked to calibrate a new tnt stat reagent pack in order to obtain a new lot calibration. The customer stated that she tried to calibrate twice, but it failed each time. The customer was also asked to perform a liquid flow cleaning on the analyzer and then try calibrating again. The customer stated that the calibration still failed after doing this. The field service representative determined that the "bcr 2" signal was low. He replaced the measuring cell and adjusted "bcr 2." The customer ran calibrations and controls; these were within range. The customer stated that everything was running fine after the measuring cell had been changed. The customer stated that she repeated the two patient samples on (B)(6) 2016 after the service actions. The first sample had a repeat result of < 0.01 ng/ml and the second sample had a repeat result of 0.03 ng/ml.